Event description:
Had the disc put in 2003. No improvement in lower back pain. The back pain worse over the next 2 years and leg pain along with lower extremity numbness and tinging recovered and progressively worsened. In 2005, an MRI was performed which revealed 2 spinal stress fractures. Surgeon recommended dynamic stabilization surgery which was performed approx two months later. The symptoms remain unchanged unable to work.